Manufacturer narrative:
The device was received by depuy synthes. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional info is received, a supplemental MDR will be sent. (B)(4).

Event description:
Report from the (B)(6) stating that there was a locking sleeve was stuck. It is unknown that the device was not used during surgery. It is unknown if injury or medical intervention were reported. There was no additional info provided.